Event description:
It was reported that an asymptomatic patient presented in-clinic after receiving an alert for out of range hv lead impedance. A review of trend data showed high hv lead impedance measurements in all of the lead vectors. Reprogramming was performed; lead remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.